Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. Another capsule was used to complete the procedure. There was no patient and user harm. The capsule and delivery device will be returned for evaluation.